Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a code 1003 and was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When the device detects an elevated battery impedance, a code 1003 is displayed to alert users that a high battery impedance condition exists. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator had been reached on 1 january 2000 as applicable and that wandless telemetry had been disabled. Technical services was consulted, and it was discussed this is an erroneous explant indicator related to a software update. It was recommended to interrogate this device using a wand, as wandless telemetry is not available. Replacement of the device was recommended. At this time, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator had been reached on 1 (b)(60 2000 as applicable and that wandless telemetry had been disabled. Technical services was consulted, and it was discussed this is an erroneous explant indicator related to a software update. It was recommended to interrogate this device using a wand, as wandless telemetry is not available. Replacement of the device was recommended. At this time, this device remains in service. No adverse patient effects were reported.